Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the implant procedure hv (high voltage) impedance was starting just over 190 ohms. After closing both pockets hv impedance dropped to 172 ohms. Vf (ventricular fibrillation) induction took a while to get vf and when it did, 30j and 40j failed, and patient was rescued by external shock. The surgeon then decided to reopen the extravascular implantable cardioverter defibrillator (ev-ICD) pocket and move the device more posterior and under the muscle due to the large size of the patient. This led to hv impedance of 132 ohms and a successful 30 j shock in polymorphic vt. True shock impedances were lower than non-invasive ones as expected. The ev ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.